Manufacturer narrative:
The field service engineer found a blockage in the reagent flow path. He cleaned the sample probe pathway, procell syringe pathway, and reagent probe pathway. He replaced the seals for the reagent syringe and sample syringe. He ran instrument checks and qc which were acceptable. The cause of the blockage was not known. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable results for multiple assays from the cobas e 801 module. The questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.